Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump would shut off intermittently and that it was delivering more insulin than it should. The customer's blood glucose level was in the 60s mg/dl. Standard troubleshooting was performed. The insulin pump functioned according to design. The product has been returned. Nothing further was reported.